Manufacturer narrative:
31-oct-2024 case update: based on updated assessment provided by gps no reportable event has taken place to the consumer. Hence the actual MDR is obsolete and no longer needed.

Event description:
Fractures in teeth/two lower teeth chipped [tooth fracture] plaque - teeth [dental plaque] tartar - teeth [tooth deposit] do not brush wisdom teeth as I assumed it is rotating but it is not rotating/back teeth, stopped rotating after 2 seconds ¿ oral-b handle, rainbow brush head, other brush head [device use issue] brush does not wash properly - oral-b handle, rainbow brush head, other brush head [device ineffective] does not work been like this from beginning as it hums¿ buzzes, vibrates, sideways rotating stops¿ something wrong, keeps stopping¿ tilt to a certain position it does not rotate but buzzes ¿ oral-b handle, rainbow brush head, other brush head [device physical property issue] case narrative: a male consumer (unknown age) reported spontaneously via phone on 26-aug-2024 that he used oral-b rechargeable toothbrush handle 3756 pro 890 model d16.523.1uh (lot 3cb04342359) and oral-b rechargeable toothbrush handle 3756 (lot 3bb04350146) with s-market brush heads and had been to the dentist for fractures in teeth/two lower teeth chipped, plaque (teeth), and tartar (teeth). He thought he bought the ¿pro 890¿ (brush handle) about two years ago, however dates of product use and adverse event onset were unspecified. He had been to the dentist 5 times since aug-2023/had been to the dentist for plaque removal 2-5 times in the past year. The only other recommendations/treatment from the dentist were dental checkups every 6 months and tartar removal every year. In the last two weeks, he identified that the refill stopped working and did not rotate (aug-2024). He presumed this was an issue with the toothbrush handle and that the handles had been faulty from date of purchase because they hummed and vibrated from the beginning. He brushed his teeth with oral-b every day and bought it to be more effective, however it took him an hour to brush his teeth/brush his back teeth because it stopped rotating all the time. He assumed it was rotating, but it was not. On the back teeth, it stopped rotating after 2 seconds, so he did not brush the wisdom teeth. It worked for a few seconds, but the brush heads stopped rotating when they contacted his cheek, and he had to stretch his cheek for the device to start rotating. If it tilted to a certain position, it did not rotate but buzzed and that is why he did not clean it. The brush rotated when it was on a table, but when he put the brush sideways, the rotating stopped. He thought he was brushing his teeth carefully, however reported ¿it vibrates into the lower teeth,¿ then chipped two of the lower teeth. He stated the brush ¿did not wash properly¿ and tartar accumulated, even though he brushed every day. It was revealed that the handles were not charged properly. It was unknown if he had used these devices previously and unknown if use stopped. Relevant history: his vision was bad and he had reading glasses. Concomitant product(s): none reported. The event and case outcomes were unknown. No further information was provided. 27-aug-2024 picture received: a picture sent in by the consumer updated the brush head from s-market brush heads to rainbow basic brush heads, 4 count pack. No further information was provided. 28-aug-2024 follow-up received via email: the consumer reported that he washed the brush (head) and ¿chassis¿ (handle) with hot running water and dried them with a cloth. He replaced the brush head once a month. He had been using the rainbow brush heads, purchased from s-market, since spring (2024), and he did not remember what manufacturer made the previous brush heads. He charged the brush overnight, and after the morning brushing, charged the brush until the evening brushing; the brush was charged for at least 8 hours at a time. It was unknown if he had previously used the brush heads from the unknown manufacturer and unknown if use stopped. The case outcome remained unknown. No further information was provided. 31-oct-2024 product investigation results: the conclusion code for oral-b rechargeable toothbrush handle 3756 pro 890 model d16.523.1uh and oral-b rechargeable toothbrush handle 3756 was: no manufacturing cause identified based on investigation. The adverse event outcomes remained unknown. The case outcome remained unknown. No further information was provided.

Event description:
Fractures in teeth/two lower teeth chipped [tooth fracture]. Plaque - teeth [dental plaque]. Tartar - teeth [tooth deposit]. Do not brush wisdom teeth as I assumed it is rotating but it is not rotating/back teeth, stopped rotating after 2 seconds ¿ oral-b handle, rainbow brush head, other brush head [device use issue]. Brush does not wash properly - oral-b handle, rainbow brush head, other brush head [device ineffective]. Does not work been like this from beginning as it hums¿ buzzes, vibrates, sideways rotating stops¿ something wrong, keeps stopping¿ tilt to a certain position it does not rotate but buzzes ¿ oral-b handle, rainbow brush head, other brush head [device physical property issue]. Case narrative: a male consumer (unknown age) reported spontaneously via phone on 26-aug-2024 that he used oral-b rechargeable toothbrush handle 3756 pro 890 model d16.523.1uh (lot 3cb04342359) and oral-b rechargeable toothbrush handle 3756 (lot 3bb04350146) with s-market brush heads and had been to the dentist for fractures in teeth/two lower teeth chipped, plaque (teeth), and tartar (teeth). He thought he bought the ¿pro 890¿ (brush handle) about two years ago, however dates of product use and adverse event onset were unspecified. He had been to the dentist 5 times since aug-2023/had been to the dentist for plaque removal 2-5 times in the past year. The only other recommendations/treatment from the dentist were dental checkups every 6 months and tartar removal every year. In the last two weeks, he identified that the refill stopped working and did not rotate ((B)(6) 2024). He presumed this was an issue with the toothbrush handle and that the handles had been faulty from date of purchase because they hummed and vibrated from the beginning. He brushed his teeth with oral-b every day and bought it to be more effective, however it took him an hour to brush his teeth/brush his back teeth because it stopped rotating all the time. He assumed it was rotating, but it was not. On the back teeth, it stopped rotating after 2 seconds, so he did not brush the wisdom teeth. It worked for a few seconds, but the brush heads stopped rotating when they contacted his cheek, and he had to stretch his cheek for the device to start rotating. If it tilted to a certain position, it did not rotate but buzzed and that is why he did not clean it. The brush rotated when it was on a table, but when he put the brush sideways, the rotating stopped. He thought he was brushing his teeth carefully, however reported ¿it vibrates into the lower teeth,¿ then chipped two of the lower teeth. He stated the brush ¿did not wash properly¿ and tartar accumulated, even though he brushed every day. It was revealed that the handles were not charged properly. It was unknown if he had used these devices previously and unknown if use stopped. Relevant history: his vision was bad and he had reading glasses. Concomitant product(s): none reported. The event and case outcomes were unknown. No further information was provided. 27-aug-2024 picture received: a picture sent in by the consumer updated the brush head from s-market brush heads to rainbow basic brush heads, 4 count pack. No further information was provided. 28-aug-2024 follow-up received via email: the consumer reported that he washed the brush (head) and ¿chassis¿ (handle) with hot running water and dried them with a cloth. He replaced the brush head once a month. He had been using the rainbow brush heads, purchased from s-market, since spring (2024), and he did not remember what manufacturer made the previous brush heads. He charged the brush overnight, and after the morning brushing, charged the brush until the evening brushing; the brush was charged for at least 8 hours at a time. It was unknown if he had previously used the brush heads from the unknown manufacturer and unknown if use stopped. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.